Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient¿s bg was lower than the cgm (bg and cgm values were not provided). The patient had gotten out of bed and while walking to the bath, he became dizzy, passed out as a result of a low bg. When the patient passed out, he fell onto a wooden desk/bench with his chest and became short of breath. The patient was treated with food and stabilized. His physician was contacted who ordered a chest x-ray. The patient was evaluated and diagnosed with bruised ribs. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.